Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at a display window corner, broken reservoir tube lip and a missing display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an alarming insulin pump. Customer states that the reservoir has not been locking in the reservoir. Customer also states that the drive support cap is sticking out.the blood glucose reading is 269 mg/dl. The insulin pump will be replaced. Nothing further reported.